Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage and that this device battery voltage recently began dropping in an irregular fashion. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis was able to confirm the reported premature discharge of battery and error code 1003 observations. It was noted during analysis that the battery cell of the device has a burn mark which was likely caused during manufacturing. Hence, this was concluded a manufacturing deficiency.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage and that this device battery voltage recently began dropping in an irregular fashion. Subsequently, this device was explanted. No additional adverse patient effects were reported.